Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a normal pulse generator change procedure. During the procedure, the physician stated that he did not like the position of the atrial lead. The atrial lead also exhibited a chronic relatively high capture threshold. The lead was then capped and replaced successfully on (B)(6) 2019. The patient's condition remained stable post procedure.